Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr) and hospitalization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mr with a grade of 3-4. One clip was implanted, reducing the mr to 1. On (B)(6) 2018, the patient was readmitted to the hospital for cardiac issues. At the second follow up visit on (B)(6) 2019, the mr was noted to be increased to 2. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI) number: unknown (the UDI is not being reported because the part and lot number were not provided. Correction: patient ID. The device was not returned for evaluation. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The investigation was unable to determine a conclusive cause for the reported mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.